Event description:
During routine testing of the device, the user reported the roller pump generated an "unusual" noise while running. No other details regarding the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.